Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd protector p20-o multipack had leakage. The following information was provided by the initial reporter: according to the customer report, during preparation, the protector p20-o was connected using the assembly fixture. Afterward, when injecting saline solution, the drug solution leaked. There was a possibility that the connection to the vial was loose, so the protector was pushed in. Since this did not resolve, the protector was removed from the vial. Then, another protector was reconnected. At that time, the vial's rubber stopper fell out when the p20-o was connected to the vial. Contaminated with drug: abraxane. The batch number is 2508401.